Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crack and plastic parts of the battery compartment was falling off. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer states they were unable to remove the battery cap and the insulin pump was shuts off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, and displacement test. No unexpected off no power, bad battery, low battery, weak battery , battery out limit and failed battery test alarms noted during testing. Device had broken battery cap, cracked battery tube threads.